Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their verio iq mini usb cable was damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unknown time on 03/04/2015. The patient manages their diabetes with insulin (type and dosage unknown) and does not make any adjustments to this. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the issue. The patient informed the cca that they did not develop any symptoms as a result of the alleged issue, but on 03/04/2015 they received advice from their doctor which was to ¿take more insulin¿. The amount of additional insulin the patient¿s doctor advised them to take is not known. At the time of troubleshooting, the cca noted that the patient¿s interface cable was damaged and the issue remained unresolved. The cable was replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.